Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had been experiencing jumps in right ventricular (rv) lead pacing impedances from 800 ohms to 1600 ohms. The representative wanted to know if this jumps could relate to a lead issue, technical services (ts) was consulted and reviewed the case and noted there was no evidence of a fractured lead or an issue with lead integrity. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this crt-d and rv lead were surgically abandoned and replaced. No additional adverse patient effects were reported.